Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user sought to return the ilet system due to bruising and bleeding at the infusion site when using a cd infusion set, while also reporting glucose fluctuation of unclear cause and no device alerts or alarms. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no long-term impact reported. Investigation included technical review, user interview, and complaint record assessment. Investigation of this case revealed no confirmed device malfunction and insufficient information to identify a definitive root cause. It was concluded that the event was user-reported infusion site complications with unclear etiology for the hyperglycemia, and the device was assessed as functioning as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.